Event description:
The customer reported that during validation testing, negative reactions were obtained on two ortho provue analyzers with a sample known to contain passive anti-d. Visual inspection of the gel cards revealed negative reactions. Initial testing performed in manual gel was 1+.

Manufacturer narrative:
Ship date: 06/2009. The sample was repeated using manual gel and on both provue analyzers the same results were obtained. Daily qc was acceptable. All other samples used during the validation resulted as expected. No issues or errors were reported with either analyzers. No erroneous results were reported. No definitive root cause was determined. An ocd field engineer (fe) visited the customer site and adjusted the camera brightness from 125 to 117. Qc testing was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B)(4). Refer to medwatch # MFR 1056600-2009-00226 regarding a same sample tested on the first provue analyzer ((B)(4)), (B)(4).